Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the connection site between the venous line of a prismaflex st150 set and the central venous catheter. The process step was during continuous veno-venous hemodiafiltration. The volume of blood loss was approximately 200ml. There was "specific intervention", however no clinical symptoms, clinical deterioration, or additional medical treatment for the patient was reported. No additional information is available.